Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer was advised to avoid using cartridges or supplies beyond the recommended duration, as customer mentioned having to extend cartridge use beyond three days due to supply limitations. Customer will reach out for additional assistance if needed. There was no reported adverse effect to the customer's blood glucose level.